Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unexpected power alarm. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. When customer reset it they got a battery out limit. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert greater or less than a week anomaly and unexpected battery power loss anomaly noted during test.